Manufacturer narrative:
A partial lead with the distal tip measuring 39.3 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted due to endocarditis and (B)(6) in her feet. Noise was noted on the rv lead and damage of the lumen on the ra lead. No further information is available.